Event description:
It was reported that during a gastrectomy procedure, when the surgeon used the instrument in esophagojejunostomy anastomosis she had closed it to the green area, opened the safety, fired and did not hear any audible click. Some staples had not formed normally but donuts had been good. She applied sutures to the anastomosis. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Uncut washer - blemished. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. After further analysis, it was noted that the knife would not return to its home position. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the compression element was disengaged from the driver guide. While no conclusion could be reached as to how these components became disengaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? Open gastrectomy. What device was used for the proximal and distal transaction? Gia what color reload? Blue cartridge. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Reuseable purse string device. (Ex. Hand tied purse string, purse string device). How was the purse string placed, by hand or with an assist device? If an assist device, what product? The purse string was placed with an assist device. Was the spike of the trocar inserted lateral or through the staple line? The spike was taken out lateral, not through or near the staple line. What confirmation did the surgeon receive that the anvil was firmly attached? Asku. When fired, the indicator was in the middle of the green zone. When the device was fired, where was the indicator within the green zone/gap setting scale? When fired, the indicator was in the middle of the green zone. Was buttressing material utilized? If so, which product? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? When fired the crunch was heard, but the device couldn't be fired further(until the end), not any extra noises were heard. Were any unexpected noises heard? If so, when? Not any extra noises were heard. Were any of the forces higher or lower than expected (closing, firing, or opening)? The operator herself fired the device (as she had done hundreds of times earlier). Was there any difficulty removing the device from the tissue? The device was removed easily. Is a pathology specimen and/or report available? What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) The donuts were ok, but the clips didn!t close. After removing the device, the anastomosis opened totally. Because not having stapler of the same size, the operator decided to make the anastomosis by hand (hard work!) Did the operation change significantly as a result of the device issue? What is the patients age and sex? Asku. Did a hcp other than the primary surgeon fire the instrument? Yes. If so, whom? Additional information about the procedure: everything went ok until the device was fired. After six days there is a small leakage in the anastomosis but the patient is doing otherwise pretty well.